Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported patient effect of atrial perforation could not be determined. The reported patient effect of cardiac perforation (atrial perforation) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The mitraclip referenced is filed under a separate medwatch report.

Event description:
This is filed to report the iatrogenic atrial septal defect (asd) during use of the steerable guide catheter (sgc). It was reported that this was a mitraclip performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The transseptal puncture was low due to the rotated heart. The clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully. However, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr returned to 4. The decision was made to perform a second puncture stick to attempt to implant another clip to stabilize the slda clip. The second transseptal puncture was also low. The steerable guide catheter (sgc) crossed the septum, the two transeptal punctures were close together, it appeared the septum may have torn. The devices were removed. The procedure was aborted and mitral valve replacement was performed, a septum tear was not observed however; an iatrogenic asd was confirmed and was treated with sutures. The patient had a good outcome. No additional information was provided.